Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to gradual decrease of device performance over time and the patient was reimplanted with a new device during the same surgery.

Event description:
Correction: the correct patient identifier is (B)(6); not (B)(6) as previously reported. The correct device details is ci22m - sn: (B)(6).